Event description:
The pt is reported as: on (B)(6) 2014, rusch (B)(4) was informed by the police (contact mrs. (B)(4)) that a home-care pt had died because a corr-a-flex tube (catalog# 1680) disconnected. To date, no further info was received from the distributor or the police.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. No DHR (device history record) related to the customer complaint was reviewed because the customer did not provide lot number of the product 1680. However the DHR # (B)(4) related to the last ran of the code 1680 were reviewed an there were no issues related to functional issues neither on the product nor its components during the manufacture of the material. A corrective action cannot be applied. In order to perform proper investigation it is necessary to evaluate the sample involved on the incident. The customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. However, current production was verified to identify any issue that can lead to the reported defect by measuring the internal diameter and lip width of the component batch# (B)(4) and those dimensions were within specifications according to drawing # dwg 1680 revision 02. Also all personnel from the production line were notified to make them aware of this issue. If the product becomes available this investigation will be updated with the eval results.